Event description:
It was reported the patient felt scalp vibrations during an MRI. The vibrations stopped after using localizers. X-rays were used to check the lead position. The patient did not suffer any burns.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0334l, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).